Event description:
A customer reported ¿discrepant result for beta human chorionic gonadotropin (hcg)¿ on the aia-900 analyzer. The customer accidentally ran the same sample twice for the same patient (patient a). The first result was 18.1 miu/ml and the second result was 0.5 miu/ml. Upon noticing the discrepancy at the end of the run, the customer reran the same sample, producing a consistent result of 18.9 miu/ml. The laboratory supervisor requested that the sample be run an additional five times to perform a consistency check. All five results were consistent with the initial reading. The laboratory supervisor also requested to rerun all other hcg samples from the same run to rule out systemic issues. All other samples produced consistent and accurate results except two additional samples (patient b and patient c). The first result for patient b was 385 miu/ml and the rerun result was 302 miu/ml. The first result for patient c was 143.8 miu/ml and the rerun result was 63.8 miu/ml. The discrepant sample results were reported out. The customer has paused hcg run until the issue is resolved. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. At the customer site, the fse confirmed the issue by viewing the patient results. The fse verified there were no leaks, checked the bf wash probe tips and the sample nozzle for serum buildup. The fse replaced both bf wash probe tips, cleaned the detector lens with di water and a kim-wipe, cleaned the bf wash probe tray, cleaned the substrate nozzle and verified proper substrate delivery. The fse primed both wash probes and verified proper dispensing and aspiration. The fse verified the spring action of both wash probes and verified the resolution by performing all quality control with all results within acceptable ranges. The fse performed a 10-rep precision study on two patient samples with acceptable results. No further action required by field service. The aia-900 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from the install date of (B)(6) 2024 through aware date of july 30, 2025. There were no similar complaints identified during the searched period. The analyte application manual for beta human chorionic gonadotropin (hcg) states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for total beta hcg. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event was due to dirty bf wash probe tips.